Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have to recharge their ins daily, and if they miss a day it takes almost 2 hours for them to recharge their implant. Patient stated that when they are attempting to recharge their implant, the recharger will not maintain a connection. Patient stated that when they do recharge, they recharge with maximum efficiency. Troubleshooting was not performed. An email was sent to repair to replace the recharger antenna. Agent redirected patient to call back if the issue persists. Additional info received from patient that the ins is taking too long to charge and with the replacement antenna it seems to be little bit better.

Manufacturer narrative:
Continuation of d10: product ID 37791 product type recharger product ID 37761 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Previous information reiterated by patient rep including antenna replacement. Patient rep was able to achieve 8 coupling bars after being walked through implant charging session by patient services.